Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) was kinked. The device was not used on the patient.

Event description:
The customer reports the swg (spring wire guide) was kinked. The device was not used on the patient.

Manufacturer narrative:
Qn# (B)(4). The customer returned an opened set with various components including a guide wire assembly for evaluation. None of the components showed evidence of use. The guide wire was returned fully retracted within the advancer. Visual examination of the returned guide wire assembly revealed that the end cap was missing from the assembly and was not returned. Visual examination revealed two kinks in the guide wire body adjacent to the distal j-bend. This damage is consistent with the guide wire coming in contact with other components during shipping and handling. Both welds were observed to be full and spherical. No evidence of use was observed on the guide wire. The kinks in the guide wire were located 32 and 56 mm from the distal tip. The overall length of the returned guide wire measured 602 mm which is within specifications. The outer diameter of the returned guide wire measured 0.810 mm which is within specifications. The returned guide wire was able to be advanced through an inventory ars and introducer needle, and the returned catheter although slight resistance was met when passing the kinked portions. A device history record review was performed on the guide wire manufacturing process and set packaging process and no relevant findings were identified. The report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample. Visual examination revealed two kinks in the guide wire body and no evidence of use was observed. The damage observed is consistent with damage during transit. A device history record review was performed with no relevant findings. Based on the sample received, shipping and handling caused or contributed to this issue. Teleflex will continue to monitor and trend for complaints of this nature.